Manufacturer narrative:
H10:insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, the customer reported that the device has not been repaired, and did not provide any further details a time on when the device would be repaired. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. Updated contact information, contact office entity, and manufacturing site.

Event description:
This report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator had an unresponsive touchscreen. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation ongoing / resolution pending.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18040.